Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is possible that the following causes may have lead to the phenomenon "deterioration of the tip adhesive": a) physical stress from outside the scope b) chemical stress due to sterilization using chemical solutions or the sterrad system the event can be detected/prevented by following the instructions for use which state: the detection method is described in the following items of the IFU: I) operation manual: 3.3 inspection of the endoscope: inspection of the endoscope. Ii) prevention measures are described in the following sections of the IFU. Iii) operation manual: important information ¿ please read before use: dangers, warnings, and cautions manual: 3.1 compatibility summary. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. In addition to the reportable finding documented in b5, the non-reportable evaluation findings are as follows: bending section cover glues were worn out, bending section cover had a perforation, leakage at the connector, connector was cracked, and the scope body had discoloration. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the flex 3d deflectable videoscope had a leak at the tip. The issue was found during reprocessing of an unknown procedure. The device was returned for evaluation. During the device evaluation, the deterioration of the adhesives at the distal end were found. There were no reports of patient harm or injury. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.